Event description:
It was reported that when the start button is pressed on the previously working remote monitor the telemetry phase will not initiate. The patient was instructed to disconnect/reconnect the cords, reset the switches, hold down the start button, and the monitor sent a successful transmission. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Product event summary: analysis could not confirm the reported event, the monitor was analyzed and no anomalies were found.